Event description:
It was reported that after implant thresholds and hv impedance increased. The physician opened the pocket, the impedance values improved after he unscrewed and re-torqued the rv lead. The lead remains implanted.

Manufacturer narrative:
Na